Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt did not pass an ECG fall-off test. The cause for the failure was isolated to a broken wire in the cable near the jst connector. The root cause for the broken wire could not be positively identified. There was no adverse event that resulted from the damaged belt.